Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 2.25 x 24 synergy drug-eluting stent , the stent came off with the stent protector when the stent protector was removed. The procedure was completed with a 2.25 x 20 synergy drug-eluting stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. The crimped stent was detached from balloon and not returned with the device for analysis. The balloon cone profiles were reviewed and found that the balloon wings and folds were opened out of their intended position. Crimp markings evident on the balloon wall are not as prominent possibly due to manipulation of the device. This disturbance of the balloon folds was likely caused by the movement of the stent off the device. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile or the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 2.25 x 24 synergy¿ drug-eluting stent , the stent came off with the stent protector when the stent protector was removed. The procedure was completed with a 2.25 x 20 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.